Event description:
It was reported that pacing inhibition occurred on this right ventricular lead due to oversensing of the right atrial signal; the patient had reported feeling dizzy. A technical services consultant discussed programming to optimize. Automatic gain control had been increased and the field representative stated that appeared to address the issue. The patient will reportedly be monitored and an xray is planned. No adverse patient effects reported. This lead remains in service.